Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right atrial (ra) lead was over-sensing noise causing mode switch episodes. The patient was asymptomatic. During the explant procedure, the patient's blood pressure dropped from a rupture in the svc junction caused by the physician. A cardiothoracic surgeon intervened to repair the rupture and stabilize the patient. The physician implanted an epicardial ra lead. The patient was discharged in stable condition.